Event description:
On an unknown date in 2011, a patient with essential hypertension had an open repair of the ascending aortic arch. On (B)(6) 2013, a patient was treated for a descending thoracic aortic aneurysm measuring 8cm with two gore® tag® thoracic endoprostheses. (Tag4020 lot# 9995256 and tag3720 lot# 8288467). The 37mm device was implanted first, above celiac trunk, and then the 40mm device inside the 37 device and proximal, just beyond the left subclavian artery. On (B)(6) 2013 a type I endoleak was seen distal to the 37mm device, but no intervention was performed since there was no sac enlargement. On (B)(6) 2014, a distal type I endoleak was identified. (Captured event # (B)(4)). On (B)(6) 2014, the patient was implanted with two additional gore® tag® thoracic endoprostheses (tag3710 lot# 12024069 and tag3715 lot# 10083640) to treat the distal type I endoleak. The endoleak was successfully treated and at the end of the procedure there was only a possible type ii endoleak observed. The patient was discharged home on (B)(6) 2014. On (B)(6) 2016, the patient had a thoracic aortic rupture, with hemothorax, unknown exact location. On (B)(6) 2016 the patient underwent an additional procedure whereby a medtronic endograft (40mm x 40mm x 150mm) was implanted to extend coverage distally to the celiac trunk to seal a type ib endoleak. The leak flow was reduced, but not completely sealed. The exact point of rupture could not be identified but it was reportedly somewhere in the descending aorta. On (B)(6) 2016 the patient underwent another procedure to address the patient¿s persistent thoracic pain. A boston wallgraft was implanted as a periscope in the celiac trunk and a new medtronic device extending to the mesenteric artery with apparent resolution of the endoleak. On (B)(6) 2017 the patient was seen in follow-up and no longer had pain. On (B)(6) 2017 the patient had new thoracic pain. He sought treatment at another hospital and subsequently expired.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: aortic rupture and reoperation.

Event description:
The following information was reported to gore: on (B)(6) 2013, a patient was treated for a descending thoracic aortic aneurysm measuring 70.4 mm with two gore® tag® thoracic endoprostheses. On (B)(6) 2014, a distal type I endoleak was identified. (Captured event # (B)(4)). On (B)(6) 2014, the patient was implanted with two additional gore® tag® thoracic endoprostheses (tag3710 lot# 12024069 and tag3715 lot# 10083640) to treat the distal type I endoleak. The endoleak was successfully treated, and the patient was discharged home on (B)(6) 2014. On (B)(6) 2016, the patient had an aortic rupture, unknown location. On (B)(6) 2016 the patient underwent an additional procedure whereby a medtronic endograft was implanted to extend coverage distally. The patient tolerated the procedure.